Event description:
It was reported that customer experienced occlusion alarms, which led to high blood glucose measured at 546 mg/dl. Customer delivered a correction bolus via the pump. A system check was performed with tandem technical support and the occlusion was found to be within the cartridge. The customer changed supplies as necessary and resumed insulin.